Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 120 mg/dl. She stated that the up arrow key was intermittently responsive and took several button presses to garner a response. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit was received with minor scratches on the liquid crystal display window. The unit was received with a cracked case at the reservoir tube window corners.please see medwatch report # 3004209178-2015-61784.